Event description:
According to the reporter: while in use, cutting could not be done. Device was not recognized by generator. Opened another to complete procedure. Operating time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).